Event description:
Patient continued to clot in the lower portion of her uterus [thrombosis]. Patient continued to clot in the lower portion of her uterus [device ineffective]. Evaluated the suction regulator and noted it was not correctly threaded to the wall properly [wrong technique in device usage process]. Case narrative: this initial spontaneous report originating from the united states, was received from a nurse educator via clinical sales educator (cse) referring to a non-pregnant female patient of unknown age. The patient's concurrent conditions included hospitalization, live birth, multigravida (it was her 6th baby) and uterine atony. The patient's medical history included singleton pregnancy, vaginal delivery, and epidural anesthesia. This report concerned 1 patient and 1 device. It was reported that on (B)(6) 2023, the patient had epidural and delivered vaginally at 39 weeks of gestation with 6th live birth. It was unknown if delivery was induced. The patient had received unknown dosages of uterotonics prior to placed vacuum-induced hemorrhage control system (jada system) use. On (B)(6) 2023, unknown physician (resident) placed vacuum-induced hemorrhage control system (jada system) 2.0 blue seal, via intrauterine route (lot# and expiration date were not reported) to control hemorrhage (postpartum hemorrhage). Per cse, suction was connected to 80 mmhg however they were also increasing the suction, unknown what to, in an attempt to control hemorrhage. Per cse, after the event, nurse and engineer evaluated the suction regulator and noted it was not correctly threaded to the wall properly (wrong technique in device usage process). So, no matter what the suction would not been strong enough. The patient continued to clot in the lower portion of her uterus (thrombosis and device ineffective). It was reported that her upper fundus was firm and lower uterine atony was involved. The patient sought for medical attention. The patient was moved to the operating room (or) for a hysterectomy. Total duration of vacuum-induced hemorrhage control system (jada system) use was 1.5 hours. The patent was sent to intensive care unit (ICU) (hospitalized). The patient was recovering at the time of this report. The availability of vacuum-induced hemorrhage control system (jada system) was unknown. Upon internal review, the events of thrombosis and device ineffective were considered serious due to required intervention. When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed. Medical device reporting criteria: serious injury. FDA code: (health effects - health impact per annex f): 4624 surgical intervention (one or more surgical procedures was required, or an existing procedure changed.). This case (B)(4) is newly created to facilitate the submission of corrected model# for jada system (vacuum-induced hemorrhage control system) to model#2002 from previously reported model #1001 in our previously submitted case (B)(4), MFR number 3002806821-2023-00038. We will be retaining the old case (B)(4), MFR number 3002806821-2023-00038 in our database as we cannot nullify it due to technical reasons and any further follow-up information will be added in the newly created case (B)(4). When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed. Medical device reporting criteria: serious injury.

Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release. This new case (B)(4) is created to accommodate product model and UDI related data correction and to facilitate the submission of corrected model# for jada system (vacuum-induced hemorrhage control system) to model#2002 from previously reported model #1001 in our previously submitted case (B)(4), MFR number 3002806821-2023-00038. We will be retaining the old case (B)(4), MFR number 3002806821-2023-00038 in our database as we cannot nullify it due to technical reasons and any further follow-up information will be added to the newly created case (B)(4).